Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pocket pain which was severe with associated swelling and warmth. The patient was prescribed antibiotics but was not helping the pain. It was noted that there was no infection. There will be no further course of action at this time.